Manufacturer narrative:
It was further reported that the patient presented to the hospital on (B)(6) 2017 with tea colored urine. Their lactate dehydrogenase (ldh) was found to be 1298, which was up from 289 one week prior in the setting of a therapeutic international normalized ratio (inr). There was an audible grinding of the pump noted and a pump thrombus was suspected. A pump exchange occurred on (B)(6) 2017. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a pump exchange.  No additional information was provided.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files revealed 76 high watt alarms and an increase in power consumption starting (B)(6) 2017 to parameters outside normal operating range. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. It is likely that the thrombus contributed to imbalance of the impeller and caused the reported grinding sound. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power and excessive vibration event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.